Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose in the low 50 mg/dl range at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was delivering insulin even when they were low. Troubleshooting was completed but did not resolve the issue. The customer also reports sensor glucose versus blood glucose differences. The insulin pump, reservoir, and infusion set will be returned for analysis.